Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. The triclip xtw was unpackaged and it was noted that the clip was fully closed. Device preparation was continued. The grippers were raised and the clip was unlocked to the blue line. The clip was attempted to open, but could not open. To troubleshoot, the lock lever was retracted further and the clip sprung open to the inverted position. Prep was completed with no further issues and entered the anatomy. The device was in the right atrium and could not open after unlocking and raising the grippers. Troubleshooting was performed and the clip opened. During an attempt to correct the trajectory to the valve, f knob was removed and the delivery catheter did not respond. More f knob was removed, to the point of reversing all movement, with no response. The delivery catheter remained flexed when the clip delivery system (cds) was removed. The catheter was under-straddled and carefully retracted into the steerable guide catheter (sgc) to avoid interaction with the right atrium (ra) structures. The cds was replaced. One clip was implanted and the tr was reduced to grade 1. Prior to shipping the device for an investigation, the f knob was tested and it articulated correctly.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported positioning failure-straighten-unable and difficult to open or close associated with difficulty opening the clip. Clip jumpiness, however, was confirmed. The clip received fully closed during device unpacking could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the clip jumpiness during device analysis appears to be due to the observed corrosion on the actuator coupler which was due to a consequence of exposure to residual saline solution and blood on the device post procedure. However, a cause for the reported clip jumpiness at the account, difficulty opening the clip, the positioning failure associated with tip deflection and clip received fully closed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.